Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual examination of the returned product identified the lead threads of the hex bolt are fractured and missing. Lateral strike marks are seen in the knurled portion of the handle. Review of the device history records identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device has had a potential field age of approximately 8 years and 3 months and it is unknown how many times the device was during this period. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : item number 00-8757-050-01, item name continuum cluster-holeshell, 50 hh lot # 64724561. Item number 00-8757-050-02, item name continuum multi-holeshell, 50 hh lot # 63415688. Item number 00-6250-065-20, item name bone screw 6.5x20 selftap lot # j6864075. Item number 00-6250-065-25, item name bone screw 6.5x25 selftap lot # j7015823. Item number 00-6250-065-25, item name bone screw 6.5x25 selftap lot # j7009629. Item number 00-8752-009-32, item name continuum longevityelevated liner, hh 32 x 50 lot # 64933365. Item number 00-7862-012-00, item name versys fm taper 12x125mmstd body std neck lot # 63440918 item number 00-8775-032-02, item name biolox delta fem head,32mm, +0mm lot # 3002527. The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip broke off during implantation of the size 50 continuum cup. Attempts have been made and additional information on the reported event is unavailable at this time.